Manufacturer narrative:
Complaint conclusion: as reported, a 6x40mm 80cm powerflex extreme percutaneous transluminal angioplasty (pta) dilatation catheter ruptured when attempting to dilate a lesion in the juxta-anastamosis. The balloon was delivered without difficulty to the target lesion (approximately 50% focal stenosis) with no visible calcification or significant tortuosity. The balloon was inflated to five (5) atmospheres (atm) and ruptured. The device was removed intact. The procedure completed with a non-cordis pta balloon. No further complications with the procedure were reported. There was no reported patient injury. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). There were no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product the product into the patient. Ge omnipaque contrast media was used. The contrast to saline ratio was 50/50. A competitor inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device did not have to pass through a previously placed stent. The balloon inflated normally. There were no other anomalies noted when the device was removed from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17677866 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics and/or handling factors may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a powerflex extreme (6x4 80 cm) pta dilatation catheter ruptured when attempting to dilate a lesion in the juxta-anastamosis. The balloon was delivered without difficulty to the target lesion (approximately 50% focal stenosis) with no visible calcification or significant tortuousity. The balloon was inflated to 5 atmospheres (arm) and ruptured (nominal is 15, rbp is 20). The device was removed intact. No further complications with the procedure were reported. There was no reported patient injury. The product was clinically used and was discarded. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). There were no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product the product into the patient. Ge omnipaque contrast media was used. The contrast to saline ratio was 50/50. A merit basix inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device did not have to pass through a previously placed stent. The balloon inflated normally. There were no other anomalies noted when the device was removed from the patient. The procedure completed with a non-cordis pta balloon.